Event description:
Revision surgery due to loosening of the stem amistem h (B)(6) months post op. Pt had pain. Info received on (B)(4) 2012 only.

Manufacturer narrative:
Medacta (B)(4) was informed about the problem on (B)(6) 2012 only. Document review: amistem h femoral stem size 2 lat - (B)(4)/lot 100546 (46 stems produced). All parameters were found to be conforming to specifications valid at the time of manufacturing. Forty-one stems belonging to this lot have been already implanted and no incidents have been reported up to now. From the data collected, the cause of the loosening is unk and we do not have evidence that the event is device related; stem loosening is a known complication of thr.